Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the fracture device was confirmed. The clinical/medical investigation concluded that, the provided medical images confirm the reported, fracture of the proximal femur with significant stem subsidence; however with the limited information provided a thorough investigation into the root cause cannot be completed. We cannot conclude malfunction of the device. In the event additional medical/clinical records or the implant are received, the clinical task will be re-opened and a thorough assessment may be rendered at that time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant, patient condition and surgical technique. Since the product suffer a fracture, and cannot function properly anymore, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right thr surgery performed on (B)(6) 2021, a (B)(6) female presented with increasing right hip region pain on mobilization. No reports of trip, falls or incidents. CT and x-ray showed a fracture of the proximal femur with significant stem subsidence. Patient medical history includes overweight (bmi not known). Original polarstem subsided, so the stem and the head were removed. Orif was completed and a redapt stem and a new head were implanted on (B)(6) 2021. The original shell and liner were retained. Patient current health status is unknown due to hospital confidentiality policy. No further information available.

Manufacturer narrative:
Internal complaint reference (B)(4).